Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The switching board was replaced to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the unit is switching on and off automatically on ac and battery mode, and was unable to ventilate as machine restarts after booting. There was no reported patient involvement.